Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ("dyspareunia (painful sexual intercourse)") and genital haemorrhage ("abnormal, heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". Concomitant products included ibuprofen (advil) until 2017 and ibuprofen (motrin) since 2017. In (B)(6) 2011, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2011, the patient had essure inserted. In 2011, the patient was found to have the first episode of weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), fatigue ("fatigue") and back pain ("lower back pain") and was found to have the second episode of weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed. At the time of the report, the dyspareunia, genital haemorrhage, migraine, anxiety, depression, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, headache, pelvic pain, vaginal discharge, fatigue, the last episode of weight increased, alopecia and back pain outcome was unknown. The reporter considered alopecia, anxiety, back pain, cystitis, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: discrepancy noted : as per previous version, hysterectomy was performed, but the current version states that essure was not removed. Patient's current weight : 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73.469 kgs. Most recent follow-up information incorporated above includes: on 15-apr-2019: pfs received : concomitant medication added. Events: abnormal bleeding (vaginal), menorrhagia, allergic or hypersensitivity reaction, bladder infection, urinary tract infection, vaginal infection, apareunia (inability to have sexual intercourse), headaches, pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, hair loss, lower back pain, plaintiff did not undergo an essure confirmation test were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ("dyspareunia") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), migraine ("migraines"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed. At the time of the report, the dyspareunia, genital haemorrhage, weight increased, migraine, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage, migraine and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.